Event description:
While checking the patient's IV lines the nurse realized the smartsite burette set had a separation and air was entering the line. Fluid was also leaking. There was no tension on the line, nor any other indication of trauma to the line.what was the original intended procedure?IV infusion.device #1is this a laboratory device or laboratory test?no.